Event description:
The patient reported a blister under their wearable. The patient attended a follow-up appointment where the dressing was changed and they were instructed not to use the wearable until the blister healed. The commercial team member reported the blister may have been caused by the wearable or potentially a reaction due to the tegaderm and cleaning prior to surgery. As of (B)(6) 2024, the patient was healing well. No further information is available at this time as the patient did not attend their follow-up appointment on (B)(6) 2024 nor return any of the commercial team member's calls.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. Potential causes of the reported issue are an incorrectly sized wearable, patient allergy, and contraindicating conditions. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.